Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that there was occlusion issue infusion set, which caused the patient blood glucose elevated to 600 mg/dl, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information available.